Event description:
It was reported that a patient presented with an infection noted on the system. It was then noted that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. No further intervention was reported. It was reported that the cause of death was unknown.

Manufacturer narrative:
The reported event indicated infection. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with procedural damage. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. During analysis, a failure event was observed which was unrelated to the reported event. Final visual examination found three external insulation abrasion at the distal region exposing the outer coil consistent with friction to another device or feature of patient¿s anatomy.